Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device, and white material on the shell surface. During initial evaluation a rent measuring approximately 0.2 cm was observed within an area of siltex cracking that was observed on the anterior aspect. Parallel lines of shell wear were also observed on the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Complaint was confirmed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The device history record ( DHR) of lot number 6986053 reviewed on 8/1/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the white material observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/31/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor siltex round moderate profile 475cc saline prosthesis, catalog: 3542680, lot: 6986053, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent breast reconstruction revision with mentor siltex round moderate profile 475cc saline prostheses experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with non-mentor implants on (B)(6) 2018.